Manufacturer narrative:
No patient involvement. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing date: april 4, 2002. The device history record review could not be performed as the records could not be identified due to the age of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that reduction forceps were not working. It was discovered in sterile processing department and there is no patient involvement. Reportedly, the forceps would not hold when they were put on the last two (2) prongs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint condition is confirmed and consistent with the reported condition. The complaint condition was able to be replicated. The ratcheting mechanism shows wear and will not hold tension as intended. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by wear over the lifetime of this 14+ year old instrument. It is not likely that the design of the instrument contributed to this complaint. Per the technique guide, this device is part of the small fragment instrument and implant set. It is utilized in various procedures for fracture reduction. A review of the current design drawing / manufactured was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.